Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 was fired and the jaw broke and fell into the abdomen. The jaw piece was retrieved and no damage to the pt. Only extended or time.